Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and (B)(6) 2011 and mesh were implanted into the patient. No clarifying information provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, laparoscopic supracervical hysterectomy, bso, and bilateral sacrospinous ligament suspension due to pop,sui, cystocele, and rectocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain as well as severe mesh erosion, painful intercourse, lower abdominal pain, back pain, continued urinary incontinence, urinary urgency, urinary frequency, recurrent vaginal infections and additional surgical procedures. In addition, the patient reports psychological and emotional suffering. It was reported that patient underwent revision of vaginal graft/partial removal of vaginal wall on (B)(6) 2011. It was reported that the patient underwent a revision of midurethral vaginal sling, and partial removal of vaginal wall on (B)(6) 2012 . It was reported that the patient underwent removal of sling for stress, urinary incontinence and partial removal of vaginal wall, diagnostic cystoscopy for pelvic pain, and vaginal adhesions on (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
Date sent to the FDA: 8/10/2016.